Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient was hospitalized due to diabetes and left the glucose monitor. Patient was also reported loss of transmitter. No further information available.